Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5040601) on 26-may-2015. The most recent information was received on 12-oct-2018. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("CT showed the coil, but it seemed to be in the wrong place of tube"), abdominal pain ("severe abdominal pain") and uterine infection ("infection in uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient experienced device expulsion ("the coil on the left side fell out"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain (seriousness criterion disability), uterine infection (seriousness criterion medically significant), headache ("severe headaches"), back pain ("back pain"), pain in extremity ("shooting pain down my right leg"), weight decreased ("weight loss"), fatigue ("tired constantly"), malaise ("always sick"), insomnia ("not sleeping"), palpitations ("heart palpitations/racing heart"), chest pain ("chest pain"), gastrointestinal pain ("bowel pain"), constipation ("severe constipation"), diarrhoea ("diarrhea"), pyrexia ("fever"), night sweats ("night sweats"), hot flush ("hot flashes"), gastritis ("gastritis in stomach") and cyst ("cyst on my right sided"). At the time of the report, the device dislocation, abdominal pain, uterine infection, device expulsion, headache, back pain, pain in extremity, weight decreased, fatigue, malaise, insomnia, palpitations, chest pain, gastrointestinal pain, constipation, diarrhoea, pyrexia, night sweats, hot flush, gastritis and cyst outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, chest pain, constipation, cyst, device dislocation, device expulsion, diarrhoea, fatigue, gastritis, gastrointestinal pain, headache, hot flush, insomnia, malaise, night sweats, pain in extremity, palpitations, pyrexia, uterine infection and weight decreased with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 12-oct-2018: legal complaint received: lawyer added, case became legal. Essure insertion date updated from (B)(6) 2011 to (B)(6) 2011. Case category upgraded to incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5040601) on 26-may-2015. The most recent information was received on 06-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('CT showed the coil, but it seemed to be in the wrong place of tube/ migration'), abdominal pain ('severe abdominal pain') and uterine infection ('infection in uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation". On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device expulsion ("the coil on the left side fell out"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain (seriousness criterion disability), uterine infection (seriousness criterion medically significant), headache ("severe headaches"), back pain ("back pain"), pain in extremity ("shooting pain down my right leg"), fatigue ("tired constantly"), malaise ("always sick"), insomnia ("not sleeping"), palpitations ("heart palpitations/racing heart"), chest pain ("chest pain"), gastrointestinal pain ("bowel pain"), constipation ("severe constipation"), diarrhoea ("diarrhea"), pyrexia ("fever"), night sweats ("night sweats"), hot flush ("hot flashes"), gastritis ("gastritis in stomach"), cyst ("cyst on my right sided"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraines"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, uterine infection, device expulsion, headache, back pain, pain in extremity, weight decreased, fatigue, malaise, insomnia, palpitations, chest pain, gastrointestinal pain, constipation, diarrhoea, pyrexia, night sweats, hot flush, gastritis, cyst, dyspareunia, pelvic pain, alopecia, migraine and weight increased outcome was unknown and the menorrhagia, vaginal discharge, vaginal infection, abdominal distension and memory impairment had resolved. The reporter provided no causality assessment for abdominal pain, back pain, chest pain, constipation, cyst, device dislocation, device expulsion, diarrhoea, fatigue, gastritis, gastrointestinal pain, headache, hot flush, insomnia, malaise, night sweats, pain in extremity, palpitations, pyrexia, uterine infection and weight decreased with essure. The reporter considered abdominal distension, alopecia, dyspareunia, memory impairment, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for events dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal discharge, vaginal infection, fatigue, hair loss, migraines, weight gain, weight loss, bloating, forgetfulness. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2011). On (B)(6) 2015, she explanted essure. Added events dyspareunia (painful sexual intercourse), pelvic pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal discharge, vaginal infection, hair loss, migraines, weight gain, bloating, forgetfulness, she did not undergo essure confirmation. Updated reported event term device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5040601) on 26-may-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('CT showed the coil, but it seemed to be in the wrong place of tube/ migration') and abdominal pain ('severe abdominal pain / horrible stomach cramping') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation". On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device expulsion ("the coil on the left side fell out"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain (seriousness criterion disability), uterine infection ("infection in uterus"), headache ("severe headaches"), allergy to metals ("allergy to nickel"), back pain ("back pain"), pain in extremity ("shooting pain down my right leg"), fatigue ("tired constantly"), malaise ("always sick"), insomnia ("not sleeping"), palpitations ("heart palpitations/racing heart"), chest pain ("chest pain"), gastrointestinal pain ("bowel pain"), constipation ("severe constipation"), diarrhoea ("diarrhea"), pyrexia ("fever"), night sweats ("night sweats"), hot flush ("hot flashes"), gastritis ("gastritis in stomach"), cyst ("cyst on my right sided"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / horrible pains / burn so bad"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraines"), abdominal distension ("bloating"), memory impairment ("forgetfulness") and cyanosis ("blue lips") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, uterine infection, device expulsion, headache, allergy to metals, back pain, pain in extremity, weight decreased, fatigue, malaise, insomnia, palpitations, chest pain, gastrointestinal pain, constipation, diarrhoea, pyrexia, night sweats, hot flush, gastritis, cyst, dyspareunia, pelvic pain, alopecia, migraine, weight increased and cyanosis outcome was unknown and the menorrhagia, vaginal discharge, vaginal infection, abdominal distension and memory impairment had resolved. The reporter provided no causality assessment for abdominal pain, back pain, chest pain, constipation, cyst, device dislocation, device expulsion, diarrhoea, fatigue, gastritis, gastrointestinal pain, headache, hot flush, insomnia, malaise, night sweats, pain in extremity, palpitations, pyrexia, uterine infection and weight decreased with essure. The reporter considered abdominal distension, allergy to metals, alopecia, cyanosis, dyspareunia, memory impairment, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for events dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal discharge, vaginal infection, fatigue, hair loss, migraines, weight gain, weight loss, bloating, forgetfulness. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: result not provided. Blood test - on an unknown date: result not provided. Colonoscopy - in 2012: results: nothing much wrong with her colon. Computerised tomogram- in 2013: results: coil in wrong place of tube. Cyst on right side; in 2014: results: coil in wrong place of tube. Cyst on right side. Electrocardiogram - on an unknown date: result not provided. Endoscopy- in 2012: results: gastritis. Magnetic resonance imaging abdominal- on an unknown date: result not provided. Magnetic resonance imaging brain - on an unknown date: result not provided. Magnetic resonance imaging neck- on an unknown date: result not provided. White blood cells urine - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events added - "allergy to nickel" ), "blue lips" (non-serious incident); lab data added; reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.